Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.35 on a (B)(6) year old male patient presented with shortness of breath. There was no additional patient information available at the time of this report. Date: (B)(6) 2013, time: 17:31, result: 0.35 ng/ml; (B)(6) 2013, 17:45, 0.04 ng/ml; (B)(6) 2013, 17:58, 0.04 ng/ml. There were no injuries reported with this event.

Manufacturer narrative:
(B)(4).